Event description:
A power source alert 07 was reported by a distributor in denmark on december 11, 2025. There was no adverse impact on the customer's blood glucose level. The customer initially tried using the tandem charging cable and wall adapter, but the pump did not charge. After attempting to resolve the issue with a different wall adapter and charging cable without success, it was decided to replace the pump. The customer was informed on how to store and return the original pump, which was still under warranty, using a pre-paid label. A replacement pump was arranged for shipment.